Manufacturer narrative:
The subject device had not been returned to olympus medical systems corp(omsc). But was returned to olympus (B)(4). The subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, the testing indicated no microbial growth for the subject device. The physical findings of the subject device were not reported. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. However, inappropriate storage at the user facility could not be ruled out as a factor of the reported event. If additional information is received, this report will be supplemented.

Event description:
Olympus was informed that the suction and instrument channels of the subject device tested positive for unspecified bacteria during routine surveillance culturing test by the facility. The number of the microbes and the portion of the subject device was not reported. The subject device had been brushed manually using an olympus single-use cleaning brush bw-422t and disinfected using a non-olympus automated endoscope reprocessor(cantel medical adv+2.0) with peracetic acid. The user facility reported that they did not hang the subject device vertically in the storage cabinet after reprocessing and did not follow the instruction of the subject device. There was no report of patient infection associated with this report.